Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a mios reamer shank. According to the complaint description the internal shaft broke during surgery. Internal shaft broken during milling of the acetabulum. No particles fell in situ. There was no patient harm. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). This is a similar device report.

Manufacturer narrative:
Investigation results: the returned device was investigated visually and microscopically. The breakage surface shows no hints for a material or manufacturing failure. The broken part of the cardan joint as well as the loosened pin was not provided for investigation. Due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Signs of a material or processing defect could not be detected. Without further information about the circumstances of the damages we assume that the cause is an overload situation and therefore usage related.